Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in over-sensing was observed on the right ventricular (rv) lead. The physician believes the cause was due to lead to lead abrasion damage. Reprogramming was carried out to resolve the event. The patient was stable with no consequences.